Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed reported c1 ventilator alarming disconnection on patient side no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: biomed reported c1 ventilator alarming disconnection on patient side. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the c1 ventilator generated a "disconnection on patient side" alarm during use. The issue was reported by biomed staff. However, the reported problem could not be duplicated by the service technician. The device passed all tests in the service software. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The logfile analysis demonstrated that the operator did not perform a preoperative check as per manufacturer's instructions before using the ventilator on another patient. The device was working as intended.

Event description:
The following was reported to hamilton medical ag: biomed reported c1 ventilator alarming disconnection on patient side no health consequences or impact.